Event description:
Initial sodium result of 144 mmol/l. Repeat of same sample recovered 134 mmol/l. No results were reported. No pts adversely impacted. The field service rep determined the cause was related to an intermittent pipetting problem. The instrument was repaired. Performance check tests were performed and within specification. The user does not report any add'l occurrences since the field service rep was on site.